Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found pieces of the lens optic and both haptics torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted and removed a cq2015 collamer three piece lens during the same surgery due to the lens tearing during the loading process. The incision was enlarged to remove the lens and another lens was implanted.